Manufacturer narrative:
Analysis of the lead s/n (B)(4) confirmed the allegation. It was found that the outer insulation was damaged at the depth stop site due to over tightening. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits.

Event description:
No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that they tested impedances on the day of implant using the clinician programmer and all contacts were low "across the board." The lead was replaced as a result, resolving the issue. The patient's indication for implant is unknown.

Manufacturer narrative:
Previous labeling of adverse event does not apply. Updated to product problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.